Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted a broken occlude foot on main body. Functional testing including clear passage testing was performed and no issue noted; leak and clamp function testing revealed a leak through the set with the clamp in the closed position. The reported condition was verified. The cause of the broken occlude foot could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during an unspecified date; further described as last week. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set leaked; further described as "the roller clamp just keep twisting off the threads" and "noticed a leak at the twist clamp". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use approximately (5) months. The patient was given antibiotics as prophylaxis treatment and the transfer set was replaced. There was no patient injury associated with this event. No additional information is available.